Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left and right common femoral artery after an unspecified procedure. Reportedly, the sheath didn't split properly. A second starclose se device was used. The sheath didn't split properly for this device as well. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
It was reported by the rep that during a sleeve gastrectomy procedure, the device was fired on peri strips and after the device staple, however, the blade did not cut. The tissue was ripped between the staple lines. There were approximately 80% malformed staples. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.the second starclose se 14679-01/(B)(4), indicated is being filed under a separate MFR#.

Manufacturer narrative:
(B)(4). Evaluation summary: it was reported that the physician was performing closure of bilateral (right and left) arteriotomy sites in the same patient using two starclose se devices. (MFR report numbers 2953144-2010-03204 and 2953144-2010-03205). Investigation of the returned devices noted one unit was a gen 1a device and the other was a gen 3 device. Evaluation found that an attempt had been made to attach the gen 1a starclose clip applier (gen 1a cutter) to a gen 3 exchange sheath and vice versa. The gen 1a exchange sheath has a smaller hub entry lumen than the gen 3 exchange sheath and will not accept a gen 3 clip applier because the gen 3 cutter has a larger diameter than the gen 1a exchange sheath hub lumen. Evaluation of the returned device for MFR #2953144-2010-03204 found that an unsuccessful attempt had been made to attach a gen 3 clip applier to a gen 1a exchange sheath; the sheath was partially installed onto the clip applier, however, the exchange sheath hub was not fully seated in the device handle. Because the gen 3 cutter has a larger diameter than the gen 1a exchange sheath hub lumen, the devices could not be connected. Testing of this device was conducted to verify the device acceptance capability of the proper exchange sheath using a proxy gen 3 exchange sheath. The test was successful with complete exchange sheath hub seating in the handle occurring, indicating proper device function. In comparing the devices returned for the indicated MFR report numbers, the combinations indicate the exchange sheaths were inadvertently mixed up during the procedure. A review of the device history record did not find any information relevant to this investigation. A query of the complaint handling database was performed and there were no other cases of reported sheath splitting issues with the same lot number. Referencing MFR #2953144-2010-03205, the other device used during this procedure, there is one lone similar case (different lot number) of incorrect sheath type used for installation onto a starclose se device. Based on the investigation, there was no manufacturing or quality issue and the device performed according to specification even though the improper exchange sheath had been used. The root cause for this reported event could not be determined.

Manufacturer narrative:
(B)(4).